Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent incisional hernia repair on (B)(6) 2015 and mesh was implanted. Soon after the procedure, the patient began to experience swelling, pain and burning pain. A hernia the size of a grapefruit shows up in the right abdominal area when the patient lifts their head up. The hernia is visible on CT scan, but not externally. The patient is currently searching for surgeon to have the mesh removed. Additional information has been requested.